Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was morphine (unknown) at an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that in 2016 the pump ran dry. The patient stated "I had this thing run... Oh I don't want to go through that again, I'm working on getting it out." To clarify, the patient mentioned the pump "went dry" once in 2016 stating "I don't even want to go there, it was horrible." They stated that due to a move, she could not find a healthcare professional (hcp) due to insurance reasons and in the meantime her pump went dry. There were no symptoms reported. There were no further complications reported/anticipated.